Event description:
It was reported that there was a volume discrepancy. The expected and actual reservoir volumes were not reported. No pt symptoms were reported. The pt has tinnitus and is unable to hear alarms so, it is unclear if any alarms are sounding. The pt indicated that the pump has not working right for the past nine months. An unspecified procedure was planned. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). The device is included in the medical device safety alert, proper connection of sutureless connector intrathecal catheters, physician communication ((B)(6) 2008).

Event description:
Additional information received indicated the patient experienced an increase in pain. The catheter and connector were replaced. X-ray results were normal. It was noted the pt's preoperative dose was 5 mg/day and was changed to 72 mg/day which is the lowest does at that concentration (15 mg/ml) of morphine. It was suspected that the hcp did not feel the pt was receiving the full dose of 5mg/day as there was no infusion of the medication between refills. The hcp indicated the pt experienced no injury from the event.